Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The mother states the pump alarmed for motor error. The mother states the customer's father would be getting the customer from school and treating with insulin. The mother was advised to call back when pump was on hand in order to troubleshoot and determine if replacement would be needed.